Event description:
During laser tur of prostate, dr was lasing prostate with fiber with beam visible. After lasing about 3 mins. Laser beam disappeared and the dr noticed he could not turn laser fiber as usual through cystoscope. The probe was burnt in two, 5 inches from the end of the tip. Laser was set at 60 watts continuous.